Event description:
Pump was returned to animas. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing the load step did not detect the filled cartridge and emitted a "no cartridge detected" warning. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to this issue, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated, the display screen was found to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). A 2531779-03/24/2010-003-r.